Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The carefusion fse replaced the leaking capacitor. The unit was tested and met company specifications. The fse reported that he does not have the suspect component to send back so no failure analysis is expected.

Event description:
The customer reported that the large capacitor on the vela ventilator was leaking. This was found when a carefusion field service engineer (fse) was performing routine maintenance on the unit. Since this was discovered during a maintenance procedure, it is understood that there was no patient involvement associated with this reported issue.